Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 03/24/2025; however, the correct date is 03/26/2025.

Manufacturer narrative:
Additional information: b5, b6 and d10. B5: upon follow up, it was reported that the patient discharged from the hospital 14 days after admission and the antibiotic treatment were discontinued (after 14days). On an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and remains hospitalized. The same day as event onset, the patient was treated with cefazolin (1g/once daily/intraperitoneal/ ongoing) and ceftazidime (1gm/once daily/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient is recovering from cloudy effluent, abdominal pain and peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.